Event description:
A (B)(6) female patient called zoll customer support to report that her battery charger/modem was resetting. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger resets) has been confirmed. Upon investigation the battery charger/modem was resetting. The cause for the resets was isolated to shorted processors u1000 and u1001 on the c/a board. The root cause for the shorted components could not be positively identified. No adverse event resulted from the shorted components. The patient received a replacement battery charger/modem.